Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company iii (d) complaint sample was not returned for evaluation. One opened/unused sample and thirteen unopened samples for lot#32690784 were returned. The opened company iii (d) cartridge sample was evaluated. There were no visible signs of use. No damage or abnormalities were observed. Two unopened samples were randomly pulled for evaluation. Both company iii (d) cartridges were visually acceptable. Both cartridges were functionally tested per the dfu using a qualified company iii blue handpiece, company lens 27.0 diopter lens and viscoat. No lens or cartridge damage was observed after the lens delivery. All three company iii (d) cartridges were topcoat dye stained tested with acceptable results. Company product history records were reviewed and documentation indicated the product met release criteria. The associated products indicated are qualified. The root cause for the reported "torn at the edge" could not be determined. The company iii (d) complaint sample was not returned for evaluation. One opened/unused sample and thirteen unopened samples for lot#32690784 were returned. The opened company iii (d) cartridge sample was evaluated. There were no visible signs of use. No damage or abnormalities were observed. Two unopened companyiii (d) cartridge samples were randomly pulled for evaluation. No damage or abnormalities were observed. Functional testing was conducted with qualified products. No lens or cartridge damage was observed after the lens delivery. All three company iii (d) cartridges were topcoat dye stain tested with acceptable results for the presence of top coat. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during multiple surgeries, the cartridges were torn at the edge during implantation. There was no patient impact. Additional information has been requested.